Event description:
Consultant reported: pt implanted with va lcp plate and 2.7mm va locking pt implanted with va lcp plate and 2.7mm va locking screws on an unk date. Pt complained of pain and va lcp plate and 2.7mm va locking screws were removed. Surgeon removed broken fragment of drill bit (B)(4) that was left in pt during the initial procedure ((B)(4) fusion of subtalar fusion). Hardware was discarded by hospital. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as the device will not be returned and no lot number was provided.